Manufacturer narrative:
Insulin pump was received with blank display due to battery tube was pushed down. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer stated that she inserted new battery and delivery was stopped. The insulin pump had cracked on it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.